Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that the prophecy blocks, which were created for a total ankle replacement, were dramatically smaller than the patient's own anatomy. Due to the size discrepancy, the blocks in question couldn¿t be used. Procedure was completed via the standard technique without the prophecy blocks. Potentially, unplanned additional x-rays were taken during the case.

Manufacturer narrative:
Corrected fields: results code grid and conclusion code grid (h6). The reported event could be confirmed by conducting a review of the process leading to the creation of the patient specific guides. Prophecy team was made aware of this allegation and conducted a review into their processes during the production of these guides. According to their review, scans for a different patient were assigned to this case during the scan under review process. Scans for another case were used for this specific case. No other cases were impacted by this issue and the scans for the other case were assigned correctly. The error was not detected while performing the review according to image segmentation review since the procedure is currently used for checking anatomical aspects and some CT scan information. However, it does not specify checking CT scan general information between prophecy case management system, mimics project information and deepfoot information if applicable. Based on the investigation the root cause was attributed to a manufacturing process problem. Scans for a different patient were assigned to this case due to human error which therefore led to the patient specific alignment guides not to match the patient¿s anatomy. A nonconformance was initiated to further investigate the issue.

Event description:
It was reported that the prophecy blocks, which were created for a total ankle replacement, were dramatically smaller than the patient's own anatomy. Due to the size discrepancy, the blocks in question couldn¿t be used. Procedure was completed via the standard technique without the prophecy blocks. Potentially, unplanned additional x-rays were taken during the case.